Event description:
It was reported that the patient's device that was implant in 2005, got infected 6 months after implant and had to be removed.

Manufacturer narrative:
Catheter model # 8709, lot # l78417, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).